Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "caught fire and begin smoking" while charging. The customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.